Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Not returned by attorney.

Event description:
Legal counsel for the patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed, upon the review of medical records received. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product(s) - biomet m2a taper adapter, catalog#: 139252, lot#: 676560. Biomet femoral stem, catalog#: 11-104109, lot#: 817240. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-01977 / 05154 / 05155 / 05157).

Event description:
Legal counsel for the patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, metallosis, metal debris and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified it was reported in operative report received that patient underwent a right hip revision procedure approximately six years post-implantation due to pain, osteolysis and elevated metal ion levels. Patient also underwent an aspiration that reveal joint effusion. During the revision, metallosis and soft tissue reaction were noted. The acetabular cup and femoral head were removed and replaced, and an acetabular liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-01977, 0001825034-2016-05157, 0001825034-2017-04637.

Event description:
It was reported that patient underwent a right hip revision procedure approximately six years post-implantation due to pain, osteolysis and elevated metal ion levels. Patient also underwent an aspiration that reveal joint effusion. During the revision, metallosis, soft tissue reaction, femoral osteolysis, swelling and a well-fixed stem and cup were noted. The acetabular cup and femoral head were removed and replaced, and an acetabular liner was implanted. No additional patient consequences were reported.